Manufacturer narrative:
Patient age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation; it was noted the device was discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, patient underwent an unknown procedure. During the procedure, the tips of three drill bits were broken. There was an increase in surgical time reported, but the exact length is unknown. There was no consequence to the patient reported. Procedure outcome was unknown. This report is for a 3.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that on august 16,2018, patient underwent an unknown procedure and there was no harm to the patient. No fragments were generated when the devices broke. No medical intervention was needed. The procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was attempted. No combination could be found for part # 03.010.103 with lot # l34xx78, therefore a DHR review could not be performed at this time. If further information becomes available regarding the identifies for this part, then this DHR review will be revisited. Device was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: customer quality investigation: investigation flow: broken: device condition: visual inspection performed on the returned images at customer quality observed the broken pin point tips on all the three devices on the image. While device traceability was not possible with the given picture quality, all three devices were noted with broken tips and therefore the complaint was confirmed. No new issues were identified with the available information. The complaint condition agree with the complaint description and the complaint was confirmed. Dimensional analysis and document/specification review: drawing review was performed on all available drawings as the lot number of the device is unknown. Relevant drawings for the device were reviewed and no design issues were noted. 3.2 mm 3-fluted drill with quick coupling dimensional inspection was not possible as the device was not returned at customer quality. The device history record review including material review was not able to be performed with the unknown lot. No root cause could be determined with the provided information. However, breakage of three different drill bits in the same event per complaint description corresponds to the possibility of device damage due to any unintended off-axis forces. Conclusion: the overall complaint condition was confirmed; however, from the provided information, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.